Event description:
The customer reported a speaker malfunction, it remains unknown if sound is coming from the device. It is unknown if the device was in use at time of event, there was no adverse event reported. A good faith effort (gfe) conducted to obtain further details of the issue and resolution was not successful as there was no response received.

Manufacturer narrative:
The customer was provided a replacement speaker assembly to resolve the issue. It has been concluded that no further action is required at this time. Please include; based on the information available , the cause of the reported problem was unknown. The reported problem was not confirmed. E1: reporter institution phone number: (B)(6) e1: reporter phone number: (B)(6) other text : philips sent material to customer only.